Event description:
On (B)(6) 2013, it was reported that a handheld device was not working anymore. Despite being plugged in and charged, the device did not work. The device would not turn on. The handheld device, power supply, serial cable, and software flashcard were returned on (B)(6) 2013 and are currently undergoing product analysis.

Event description:
An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.